Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit, and during the investigation of the recent alarms, the log list revealed multiple catheter restriction alarms. Also, the list of recent of faults revealed log fault code #42. The fse replaced the executive processor board, missing nylon p-clip, and tightened loose helium fittings on helium regulator, and performed full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was going into standby intermittently. The screen went black and did not come back on. No patient harm, serious injury or adverse event was reported.